Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of unknown duration occurred. No data or product was provided for evaluation. Confirmation of the allegation could not be determined. The probable cause could not be determined. No injury or medical intervention was reported.